Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump failed the high pressure test had an absent no delivery alarm . The customer¿s blood glucose level was 600 mg/dl at the time of the incident. Troubleshooting was performed for the high blood glucose level and for the absence of no delivery. The insulin pump did not alarm insulin blocked, after the high pressure test. The insulin pump will be replaced.

Manufacturer narrative:
Unit passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches.the insulin flow blocked alarm functions properly during the basic occlusiontest, occlusion test and force sensor test. Unit uploaded properly using carelink pro. Unit had minor scratched display window, scratched case, pillowing keypad overlay and cracked retainer.